Manufacturer narrative:
It was reported that there was particulate matter in the inner pouch of one unit of flo-thru device and the outer pouch of one unit of flo-thru. This was noted during incoming inspection by the facility. There was no patient involvement. No additional information is available. Two (2) actual samples were returned for evaluation and the evaluation is complete. A visual inspection was performed with magnification and noted loose particulate matter on the outside wall of the inner pouch for one sample and loose particulate matter was noted on the tether to shaft adhesive joint for the second sample. The particulate from each sample was measured and determined to be within product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the inner pouch of a flo-thru device. This was noted during incoming inspection by the facility. There was no patient involvement. No additional information is available.